Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. D13383) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), migraine ("migraine / headaches") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dyspareunia, metrorrhagia, menorrhagia, psychological trauma, migraine, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test (unspecified): result not provided. Batch no d13383 production date 2014-09-26 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. D13383) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), migraine ("migraine / headaches") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dyspareunia, metrorrhagia, menorrhagia, psychological trauma, migraine, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure confirmation test (unspecified): result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: mr received : reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury"), migraine ("migraine / headaches") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, back pain, dyspareunia, metrorrhagia, menorrhagia, psychological trauma, migraine, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified): result not provided. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information, patient demographic, product indication and lab data updated. Previously reported ¿injury to herself¿ was replaced by specific events: fallopian tubes perforation, uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), psych injury, migraine, headaches, weight gain and mood swings. Essure was not removed. On 11-sep-2019: plaintiff fact sheet received. No new information updated. Fu 03 & 04 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.